Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing for evaluation. Visual inspection of the swg revealed two bends in the body adjacent to the j-bend. Microscopic examination confirmed both welds were attached and fully formed. The bends in the swg body was measured at 568 mm and 580 mm from the proximal weld. The total length of the swg measured 602 mm, which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.800 mm which is within specifications of 0.788-0.826mm per swg graphic. The returned swg was passed through a lab inventory 18 ga introducer needle to functionally test. The swg passed through with minimal resistance. A manual tug test confirmed both welds were attached. A device history record review was performed on the guide wire and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested.". The report that the swg was found to be kinked in use was confirmed through visual examination of the returned sample and the customer photo. The returned guide wire had two bends in its body. The returned guide wire met all relevant dimensional requirements and a device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: the spring wire guide was found to be kinked during use on the patient. There was no patient injury. The current condition of the patient is reported as "fine".